Event description:
Unknown reports states patient needs replacement due to issues with mouthpiece. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective prescription is available for return, unknown if md is aware, no further info reported. Chronic obstructive pulmonary disease.